Manufacturer narrative:
Reported event was unable to be confirmed due to limited information from the customer. Medical records were not provided and product was not returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was disposed of in error.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source - (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a knee instrument fractured during surgery. Having constructed the tasp, placing the top and bottom together and placing it on the tibial base plate, it was inserted into the joint space. The surgeon then inserted the shim between the tasp top and bottom, to make the minimum construct. When the tasp was removed from the joint space, a small piece of plastic from the tasp bottom, which connects the top to the bottom was found to have fractured off. The surgeon followed the recommended approach for the use of the tasps, ensuring the top and bottom were axially aligned before inserting the shim, as he has done countless times before, and did not use undue force. After finding the fracture, the tasp was put back together carefully, and different shims were then used to move up to different constructs. There is no additional information at this time.